Manufacturer narrative:
S/w ver. 4.11d. Retainer ring = clear. Case type: ngp. Customer returned pump for an alleged failed batt test on (B)(6) 2021. The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, active current measurement and self test. The pump failed the sleep current measurement test due to corroded battery tube. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The following were noted during visual inspection: cracked retainer, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. Failed batt test (58) was confirmed in history file on (B)(6) 2021 16:39:26.000. In summary, customer alleged failed batt test confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, active current measurement and self test. The pump failed the sleep current measurement test due to corroded battery tube. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The following were noted during visual inspection: cracked retainer, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. ¿ failed batt test (58) was confirmed in history file on 09/18/2021 16:39:26.000. In summary, customer alleged failed batt test confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the replace battery alarm occurred even after replacing the battery in the insulin pump. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product was returned for analysis.